Event description:
It was reported the right ventricular lead threshold measurement increased, it was unable to capture at maximum device output and the r waves were small. It was also reported the device battery predicted longevity was less than expected. The lead was capped and a new lead was implanted. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6947 implantable tachy lead 2011-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.